Manufacturer narrative:
B3 revised date of event as it was reported incorrectly on the initial report that was submitted. B5 clinical review/rationale was added. G3 date of awareness should of reflected december 31, 2025 on the initial report that was submitted. H10 related report number was added.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 47 year old male for acute myocardial infarction with cardiogenic shock. The patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage d. During arteriotomy access, bleeding was noted and the patient received 2 units of blood. It is reported that hemostasis was reported with surgery. The reported bleeding may occur in the setting of vascular access and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. On day 2 of support, the patient's urine output was greater than 30 cc/hr and concentrated, amber in color. On day 3 of support, the family decided to withdraw care and the patient expired. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The device is unlikely to have contributed to the patient's death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d.

Manufacturer narrative:
D1, d4 (serial, catalog & primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The user facility reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient experienced hematuria. Urinary output was greater than 30 cubic centimeters per hour and was concentrated/amber. The family decided to withdraw life support and the patient expired this is one of two related reports. The report represents the impella 5.5 and another report represents the introducer.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The root cause of the injury was not determined due to insufficient clinical details.